Event description:
During product evaluation, the pump failed an accuracy test for underinfusion on pump head mechanism channel a. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of the failed accuracy test for under infusion on channel a was confirmed. Inspection of the device found that the underinfusion was caused by a faulty pump head mechanism channel a and therefore pump head mechanism channel a was replaced.